Manufacturer narrative:
Concomitant products: product ID 37713, serial # (B)(4), product type implantable neurostimulator; product ID 3778-60, serial # unknown, product type lead; product ID 3778-60, serial # unknown, product type lead; product ID neu_unknown_ext, serial # unknown, product type extension; product ID 3778-60, serial # unknown, product type lead; product ID 3778-60, serial # unknown, product type lead.

Event description:
Additional information received reported the cause of the problems was noted to be that the existing leads from a previous implant would not go into the two new batteries or the old battery that was being removed. The initial reason for the battery replacement was due to battery depletion. The patient was to be schedule to come back at a later date for new leads that would be connected to the new battery however it was unknown if this had occurred. No further interventions or outcome were provided however additional information has been requested and if received a follow-up report will be sent.

Event description:
Additional information received reported that the lead revision occurred on (B)(6) 2015. During the replacement the scrub tech had dropped the battery so it was replaced as well. The patient was doing fine after the surgery.

Event description:
It was reported that an extension could not be inserted into the header block. Loosening the setscrew and using lubricant were tried, but nothing would let the battery accept the extension. The patient was having their implantable neurostimulator (ins) changed. Follow-up found that it was unsure if it was a lead or extension that wouldn¿t go into the header. Further follow-up was performed to determine if the cause of the event had been found, if any intervention occurred, and if the patient was receiving effective therapy. Patient information was also requested as the caller was in the middle of the case at the time of the call. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37713, serial# unknown, product type: implantable neurostimulator. Product ID: 3778-60, serial# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).